Manufacturer narrative:
Correction: intervention required was incorrectly selected in initial report, additional information: additional information was received regarding repairs. Updated b5 repair information. Device evaluation: the alternating current (ac) power cord was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and it was found that there was a break in the inner core of the internal cable. An investigation was performed and the reported issue was verified. The root cause of the reported event was isolated to damage of unknown origin of the ac power cord. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a low alternating current (ac) power source alarm while in use on a patient. It was reported that ventilation continued. The patient was not harmed or injured as a result of the event. To address the issue, the ac power cord was replaced.

Event description:
It was reported that, an 840 ventilator had low ac power source alarm while in use on a patient. The patient was not harmed or injured as a result of the event.